Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. No other damages or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined. It could not be determined if the damage effected the delivery of insulin.

Event description:
It was reported the patients blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was placed.